Event description:
The consumer reported to nova biomedical that she is a brittle diabetic and it's common for her to experience a hypoglycemic events during the middle of the night. The morning of (B)(6) 2009 at 3:30am, the consumer experience a hypoglycemic event which required the consumer to drink pineapple juice to raise her blood glucose level. During the call to customer support, it was revealed that the consumer does not control solution test their test strips for integrity before use as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. The meter and test strips in question will not be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.